Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urinary leakage. The cuff was not good enough to lock up the sphincter. The patient experienced symptoms 3 weeks prior to the surgery. A new artificial urinary sphincter 3.5 cm cuff was implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number 72400024. Serial number (B)(4). Balloon fgs 61-70 cm. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Medical device: model number/catalog number 72400098, serial number (B)(4), batch/lot number 134194006, gtin (B)(4). Model/catalog description control pump fgs, expiration date 05/12/2021, device: manufacturer date 05/12/2016. Medical device: model number/catalog number 72400024 serial number (B)(4), batch/lot number 139359004 gtin (B)(4), model/catalog description balloon fgs 61-70 cm, expiration date 06/02/2021, device: manufacturer date 06/02/2016.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urinary leakage. The cuff was not good enough to lock up the sphincter. The patient experienced symptoms 3 weeks prior to the surgery. A new artificial urinary sphincter 3.5 cm cuff was implanted.